Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 was failed. The customer attempted to recover storage space and rebooted the station, but the drawer still failed. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had failed. A field service engineer found auxiliary enhanced half height drawer 2.1 was not detected on bus. Further, the fse replaced retractor band and row board b and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 was failed. The customer attempted to recover storage space and rebooted the station, but the drawer still failed. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. As per part investigation, it was determined that the failure was caused by a damaged cubie tray and a short between adjacent copper strands in the retractor band. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of drawer failure was confirmed by fse (field service engineer) and subsequently confirmed in the dchu testing process. According to work order # (B)(4) the fse reported that auxiliary enhanced half height drawer 2-1 was not detected on bus. The fse replaced retractor band and row board b. The report was closed. During dchu visual inspection: pn 356450-01: was received in good condition with no signs of fluid ingress, corrosion, aluminum foil packaging fragments, damage, dust, dirt, or other contaminants pn 353844-01: was received with friction marks and copper strands in short with adjacent copper strands. During dchu testing: pn 356450-01: functional testing was performed using an hta equipment and the cubie tray was not detected on bus. No anomaly was found during the internal inspection. Pn 353844-01: dchu testing was not required due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the complaint component was generated by the damaged assy tray hh (pn 356450-01) and due to a short between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which lead to the observed thermal damage.